Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker reseated the p23 connector to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. A loose p23 connector was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device was not detecting connected paddle assemblies. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.